Event description:
The pump was returned for investigation. Investigation revealed an unresponsive audio bolus button with a missing internal contact. This report is made based on results of investigation completed on 10/04/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/04/2013 with the following findings: during investigation, the audio bolus button was found to unresponsive. The cover was removed and the internal contact was missing. Unrelated to the audio bolus button issue, the keypad cover was torn across the down arrow button to the up arrow keypad button. Evidence of contamination was found under all key contacts.